Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced loss stimulation and effectiveness due to lead migration and high impedances. The patient underwent an explant procedure.

Event description:
It was reported that the patient experienced loss stimulation and effectiveness due to lead migration and high impedances. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2317-70, (sn: (B)(6)). The returned lead was analyzed and showed all cables were fractured at the click site, about 21 centimeters from the distal end. The reported event was confirmed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which caused the reported patients experience. Sc-2317-70, (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.